Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being familiar with icons on display screen of new insulin pump. Customer's blood glucose was 434 mg/dl. Customer was assisted with new insulin pump.